Event description:
The customer reported that during an lavh procedure and after sealing, the jaws of the device would not open. The tissue around the device jaws was cut and the device was removed. Used other device to complete the procedure. There was oozing under 200cc. Japan reported that no pt info is available.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.